Event description:
Product complication: shaft separation; time of complication: during use; symptoms: none. In treating the left deep femoral artery (off-label use), the stent and distal part of the shaft separated in the pt. The separation was between the rx notch and the tip of the catheter. The pt was sent to the or after approx 2 hours of trying to retrieve the separated device. Outcome: patient doing fine.